Event description:
Dr. Indicates component (cmp123981) got stuck in implant. Also states wasn't able to remove the component from implant, removed implant two days later and a 5mm was placed instead. Also states needed to burred out the wrench tip in order to replace implant. Implant available for investigation - in the end tip was discarded. According to tm, component cut so patient could close mouth.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection (microscope 10x) of returned component, full osseotite® tapered certain® implant 4 x 11.5mm (ifnt411) confirmed the following (reference attachment 1): 1. The internal hex of the implant appeared damaged with several nicks and scratches. 2. Scratches/voids appeared along the collar of the device. 3. The internal threads of the implant have been damaged. 4. The tip of the iipdtl was not found located inside of the device. 5. Although the iipdtl was not returned for review, the damage to the internal threads of the implant suggests that a component was lodged inside of the implant and had to be removed with the use of excessive force. No lot or order number has been provided for review. A review of the product¿s complaint history in etq also did not provide any indication of a manufacturing deviation that would contribute to this event. Possible cause: visual inspection could not determine a definitive root cause of this event; however, the following probable causes have been considered: 1. Use of excessive while placing the iipdtl inside of the implant caused the component to remain stuck and contributed to the reported event. 2. Misalignment of the iipdtl with the implant caused damage to the hex of the implant and contributed to the reported event. The biomet 3i surgical manual (rev k) has been reviewed to confirm presence of instructions for use pertaining to driver to implant engagement.